Event description:
The patient was being treated for an ica/mca occlusion when the separator 032 broke inside of a catheter. The physician was able to remove the separator and continue with the case. There was no patient injury.

Manufacturer narrative:
Conclusion: penumbra has been informed that this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.